Event description:
The complainant reported a patient was needing an impella 5.5 device for mechanical circulatory support. While on support, the patient was noted to have hemolysis. The patient was given blood products. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
Pt was noted to have hemolysis while on cp support. After escalating to 5.5, the hemolysis was noted to have continued. After 6 days on support, it was noted the hemolysis remained present. It is unknown if the hemolysis resolved. The pump was not returned. Data log review showed no abnormalities. No suction alarms, mc spike, or ps trends. The cause of the hemolysis was not determined since product was not returned, no abnormalities shown in the data logs, and insufficient clinical details.